Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing seizure twice. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. (B)(4).